Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed throught the adc fa16may2006 letter.

Event description:
The customer called, reporting they were receiving an error 4 message when inserting strips into their freestyle meter. The meter has been retunred and, through the course of investigation, it has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.